Manufacturer narrative:
Updated: h6, h10. Corrected: g2, h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter in the forceps channel could not be identified and a definitive root cause of the issue could not be determined, as the facility device reprocessing was confirmed to have been implemented in accordance with the IFU and no device deformation was observed that might contribute to the retention of foreign material. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a clogged channel tube. An olympus field service engineer (fse) checked the device and did not see any foreign material on the scope, there were no problems with reprocessing, and noted that the scope was not used after the channel was found to be clogged. No procedure involved and no patient harm was associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The channel tube was clogged by foreign material (some black foreign material was found at the connecting part between insertion section mount and channel tube and the foreign material could not be removed). The device evaluation also found that switch 1 was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.